Event description:
This lv lead was implanted on (B)(6) 2010 and was explanted on (B)(6) 2011. Patient's wife called technical services on 10/03/2011 and stated that the left wire had an insulation break, the doctor glued it and taped it because the insulation was broken. She said the doctor just could not get the lead out and that is why he repaired it. After that is when the infection happened. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).